Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Of note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. Technical services (ts) was consulted and confirmed the lv lead shows signs of intermittent loss of capture on the presenting rhythm. There are no signs of artefacts or noise episodes in the arrhythmia logbook. The impedance of the currently programmed vector is within normal limits, although a gradual decrease has been observed over time; however, this does not exclude the possibility of reprogramming an alternative vector. Ts recommended scheduling an in-clinic appointment to assess lv lead performance. No adverse patient effects were reported. This lead remains in service.